Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cutting wire broke during a therapeutic endoscopic sphincterotomy that was able to be completed using a similar device. There were no reports of patient harm.

Event description:
No new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted for a correction to d4 lot # that was previously submitted in emdr-(B)(4).